Event description:
The lead was exp due to infection.

Manufacturer narrative:
Eval summary: review of the sterilization info for this device indicated a normal sterilization cycle was confirmed by concomitant parametric controls. Quality records reviewed.